Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire. After insertion, sensor wire remained attached to applicator. No medical intervention was required. Dexcom has issued an rga for patient to return the device to be investigated.